Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the startup screen was stuck and cannot enter the system during an inspection for use involving an olympus video system center. There was no patient injury reported.